Event description:
Device failed to deploy in the right femoral access site at the end of the case causing hematoma/bleeding. Md evacuated hematoma surgically in procedure and maintained immediate hemostasis. Post procedure, large hard hematoma noted and proximal edges marked for continual assessment.device #1is this a laboratory device or laboratory test?no.